Event description:
The customer reported the ortho provue resulted two samples tested for antibody screen on different dates as false negative. Visual inspection and review of the provue result printout showed the reactions were positive (1+). The customer was not able to provide the exact dates of testing. No erroneous results were reported. If a significant antibody is not detected during antibody screening - or is not identified upon further testing - the patient may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction.

Manufacturer narrative:
On 09/24/2009, an ocd field engineer (fe) visited the customer site. The fe performed reader camera alignments created a new reference image, checked the vacuum, pressure, centrifuge speed and timing. All were within specifications. The system passed waddiagnostics testing to confirm repairs. The customer verified and accepted qc without any issues. The fe indicated that the issue was not resolved and further testing was needed. The fe contacted the customer. The customer indicated that the samples were rerun and qc was also tested. All results were acceptable. Repairs have returned this instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident. Incident is isolated. (B) (4). Refer to medwatch MFR # 1056600-2009-00221 regarding a second incident.